Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbago') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced back pain (seriousness criterion intervention required), memory impairment ("memory disturbance"), fatigue ("very severe fatigue"), peripheral coldness ("cold feet and hands"), tendonitis ("tendinitis"), visual impairment ("loss of vision") and aphasia ("impaired language"). Essure was removed on (B)(6) 2021. At the time of the report, the back pain, memory impairment, fatigue, peripheral coldness, tendonitis, visual impairment and aphasia outcome was unknown. The reporter considered aphasia, back pain, fatigue, memory impairment, peripheral coldness, tendonitis and visual impairment to be related to essure. The reporter commented: various symptoms since 2016. Happy to have had these devices removed which are an unprecedented health scandal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-apr-2021. The most recent information was received on 26-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lumbago') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced back pain (seriousness criterion intervention required), memory impairment ("memory disturbance"), fatigue ("very severe fatigue"), peripheral coldness ("cold feet and hands"), tendonitis ("tendinitis"), visual impairment ("loss of vision") and aphasia ("impaired language"). Essure was removed on (B)(6) 2021. At the time of the report, the back pain, memory impairment, fatigue, peripheral coldness, tendonitis, visual impairment and aphasia outcome was unknown. The reporter considered aphasia, back pain, fatigue, memory impairment, peripheral coldness, tendonitis and visual impairment to be related to essure. The reporter commented: various symptoms since 2016. Happy to have had these devices removed which are an unprecedented health scandal diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.